Event description:
This report summarizes 27 malfunction events where a midwest e pro 1:5 high speed contra angle attachment overheated. Six patients experienced minor burns, no intervention was required. There was no injury in 20 of the events. There was one event where the patient outcome is unknown.

Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 16 of 27 devices were returned for evaluation. We are awaiting the return of 2 devices. 2 devices will not be returned for evaluation. Evaluation of three devices found excessive wear due to a lack of proper maintenance. The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of one device found excessive wear due to a lack of proper maintenance. This device had a deformation issue (dent). The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of two devices found excessive wear due to a lack of proper maintenance and lubrication. One device had debris build-up. The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of seven devices found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap. Four of the devices had debris build-up. The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of three devices found excessive wear due to a lack of proper maintenance and lubrication. A friction problem was identified from pressure on the cap. The devices had debris build-up. The devices did not heat up during evaluation. The devices were repaired and returned to the customers.